Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial #: (B)(4), implanted: (B)(6) 2018, product type: implantable: neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain and non-malignant pain. The patient reported that their implantable neurostimulator (ins)s are dead. They then confirmed one ins is in use and the other one is dead. The patient mentioned that they were getting the inss removed next week. Patient services didn't ask any further questions as the patient very escalated at the time of the report. No further complications or patient symptoms were reported or anticipated.